Manufacturer narrative:
Continued concomitant products: 694965 lead, implant date: (B)(6) 2006 419388 lead, implant date: (B)(6) 2006. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricle (rv) had lead dislodged to the superior vena cava (svc) and has been capped and replaced for many years. This lead was now explanted to make space for a new rv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.